Event description:
Water spray was raised from the middle of use and water was sprayed out in all directions.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. [(B)(4)].